Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4)has been completed. The reported problem (code 204) has been confirmed. Upon eval, there was an intermittent blue (can l) wire in the trunk cable. The cause of the code 204 is the intermittent blue wire. The root cause of the intermittent wire cannot be positively identified. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.